Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating tha low lv intrinsic amplitude measurement. The physician was dr. (B)(6) at (B)(6) health. No other. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).